Event description:
Patient sample ran on suspect device and hgb result 4.0 g/dl. Reran on different analyzer and 9.0 g/dl. Second instance patient sample ran on suspect device and 4.8 g/dl, reran on different analzyer and 8.8 g/dl. No treatment given to patient based off of suspect device readings.